Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on december 6, 2019 with blood glucose of unsure 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as consistently throwing up and abdominal pain. The customer was treated with insulin drip. Customer was unable to troubleshooting at the time of the call. The insulin pump will not be returned for analysis.